Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned from our implant patient registry that the device was explanted after an implant duration of approximately 5 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to a para/perivalvular leak. Additionally, the surgeon has indicated that the reason for explanting the device was not related to a device malfunction. Unfortunately, no other details were provided. According to our records, the device was replaced with another edwards bioprosthetic device.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the patient's operative report was provided. It indicates that it was clear that the patient was in congestive heart failure and echocardiography revealed aortic valve insufficiency. Intraoperative transesophageal echocardiography demonstrated severe perivalvular aortic insufficiency predominantly in the noncoronary segment, as well as in the left coronary segment. Upon inspection, the bioprosthesis appeared to be normal. There was evidence for perivalvular dehiscence in the noncoronary region. The valve was removed and replaced with another edwards bioprosthetic valve with satisfactory results. Unfortunately, the edwards device was not returned for analysis. Without return of the device, the reported event cannot be confirmed. No further actions are possible at this time.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: additional information (e.g. Operative report, discharge summary, etc.) Was requested; however, it has yet to be provided. Unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.